Manufacturer narrative:
Device evaluation: photos were received and evaluated. The alleged suspect handpiece can be seen with the plunge rod fully advanced and the iol appears to be broken/torn in half. Based on the quality of the photo, no issues with the cartridge can be identified no further evaluation can be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Patient information such as initials, gender and date of birth cannot be made available due to brazil's data privacy policies and law. Section d4, catalog number: partial catalog number indicated since the serial number was not provided. Section d4, serial number: information unknown/asku. Section d4 expiration date: unknown, as the serial number was not provided. Section d6a, if implanted, give date: not applicable, as the iol was removed during the same procedure. Section d6b, if explanted, give date: not applicable, as the iol was removed during the same procedure. Section d4 unique identifier (UDI) number: unknown, as the serial number is not available. Section e1, telephone number (B)(6). Section h4 device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (incision enlargement). Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while injecting the intraocular lens (iol), the iol and preloaded device broke. This made the implant impossible. The cartridge tip contacted the eye and the iol was partially inserted. The incision was enlarged and there was a delay in the procedure. The iol was removed and there is no indication of a replacement. The customer provided photographs of the damaged cartridge after it was used. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
This is to correct the initial submission section g3, date received by manufacturer was entered as (B)(6) 2023. The correct date is (B)(6) 2023. The field was updated below. Section g3 date received by manufacturer: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received confirmed that the lens was partially inserted. The procedure was completed using a non johnson and johnson lens as a replacement. Corrected data: in review and based on the additional information received, the information entered in section "b5" of the initial MDR report indicating that "the iol was removed and there is no indication of a replacement" was determined to be incorrect. In review, also noted that the event was listed as "adverse event" in the initial MDR report instead of a "malfunction" which is incorrect. It was also noticed that the component code "4742" for the "cartridge tip cracked/damaged" was inadvertently not entered in the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section b1: report type: product problem. Section b5: the lens was partially inserted. The procedure was completed using a non-johnson and johnson lens as a replacement. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Section h1: type of reportable event: malfunction. Section h6: component codes: 4742 - inserter. The following fields and code entered in the initial MDR report are no longer applicable to this event: section h6- health effect - impact code. Removed the code 4627 - device explantation section b1: report type: adverse event section b2: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.